Manufacturer narrative:
The technician replaced the side rail latch e-ring, center arm cover, latch and pin to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No pt impact.